Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: a review of the pump black box data indicated no evidence of short battery life. It was observed on 18-feb-2018 a partially discharged battery was installed by the user with a vp reading of 127. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 21-feb-2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.